Event description:
We have had multiple issues with the safety mechanism not working appropriately, not being engaged or not being in place in packaging. Product of concern is the bvi beaver safety slit knife used for cataract surgery. One of the blades was dull and had to open another one. In another situation the safety mechanism was missing. The product information is the 2.4 mm blades, ref# 378244, lot 606524. Also, ref # 378224 and lot # 6067525. This issue has been reported to the manufacturer and the defective products were returned to supply to return to manufacturer for investigation. Reference report: mw5152035.